Event description:
Customer reported the clinician left the pop off valve closed at 70cmh2o and pt incurred a pneumothorax. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.